Manufacturer narrative:
Initial reporter facility name: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle are coming out clogged. The following information was provided by the initial reporter, translated from spanish to english: they inform us that the needles are coming out clogged, as evidenced in the following video.

Manufacturer narrative:
It was reported the needles are coming out clogged. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a person connecting a syringe with solution to a needle assembly. When pressing the syringe plunger rod the solution in the syringe does not appear to come out through the needle. Then, the needle assembly is removed from the syringe and another needle assembly is connected. The plunger rod is pushed down again, and solution comes out of the needle. No other information can be obtained from the video. A device history record review was completed for provided material number 305107, lot number 1300860. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.